Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, the atrial lead exhibited noise. No intervention was reported. The patient was in stable condition.